Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a battery indicator on their one touch ultra 2 meter. The patient mentioned that the alleged issue with the meter began at 10:00pm on (B)(6) 2010. Since she was unable to obtain a reading she skipped her insulin dosage. When she woke up on the morning of (B)(6), she felt dizzy, lightheaded, fog headed and shaky. She did not seek any medical attention or contact her physician for assistance. This is not the first time the product is being used. The batteries needed to be replaced; however, the patient did not have replacement batteries. The product was replaced. The complaint is being reported since the patient alleged that that since she was unable to obtain a reading, she withheld her insulin and the following morning developed symptoms suggestive of a serious injury.

Event description:
Info received reports since pt's new ins was implanted, she loses stimulation sensation when she turns her head left of right. The ins has also twice turned off by itself when she turned her head in either direction. Pt was able to turn her stimulation back on with the pt programmer. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/02/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.